Event description:
According to the available information, hair was detected around the catheter. The hair was visible from the outside of the packaging.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 10004257. One sealed sample was received, with hair inside packaging. Hungarian site carried out its investigation and conclude: "root cause: this is an accidentally issue, during the production and packaging process, the hair can be gone into the packaging. Second, supplier related issue, the raw material have arrived with already polluted by hair. Third, human inattention, the operators have not detected the hair then the product have packaged and shipped out to the market. Action(s): all involved employees have been informed from this issue, they will focus to filter out the hair infected pouches all the time at production order starting to avoid reoccurrence claims in the future. Continuously inform the supplier about the affected lots to improve their processes, if the received lots affected by hair contamination." Checking quality database revealed no anomaly in connection with the described problem. A similar case study was performed based on item number aa93xx, defect: contamination in packaging over last four year, one other similar case was found (B)(4).

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 10004257. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, hair was detected around the catheter. The hair was visible from the outside of the packaging.